Event description:
It was reported that the patient experienced a severe pain and inadequate stimulation. The ipg was no longer holding a charge and was not charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.